Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) was identified for this lot number. The complaint condition is unrelated to the nonconformance. Review conducted per (B)(4). This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. UDI: (B)(4).

Event description:
It was reported that during an acl meniscal repair procedure the first implant on their truespan 12 degree peek would not implant properly and did not go in correctly causing the implant to pull out with the needle angle of 12. The location and type of repair was posterior lateral and that the surgeon fully depressed the trigger until the click. The surgeon completed the procedure with another like device and was able to use the same hole with no patient consequences or delays.